Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had multiple alarms. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer the nurse, a charge rn in the ICU, called for assistance with multiple alarms and messages on a cardiosave during use; no patient harm or injury was reported. The nurse stated, we have a patient on balloon pump right now but all the sudden it showed time in standby mode, system over temp, auto r wave deflate, and fan failure detected. What can I do? The nurse denied the pump having been in standby for any longer than 15 minutes. To start, the engineer had the nurse reboot the pump, counting 10 seconds before powering back on. When the pump rebooted, the fan failure alarm was still present, but the nurse was able to restart therapy. The engineer instructed the nurse to obtain a replacement pump. While waiting for the replacement pump to get to the room, the engineer had the nurse print the alarm log, which showed the last 10 alarms to be augmentation below limit set. The nurse denied ever placing the pump in standby. They also discussed the nature of the alarms and the auto r wave deflate message. The nurse stated there was free ventilation around the pump as well. Complaint information was obtained. The engineer walked the nurse through the process of switching to the new pump when it arrived. During the exchange, it was determined that the catheter in use was an arrow balloon catheter an off-brand disclaimer was provided. The nurse was appreciative of the support and denied any other questions.

Event description:
It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) experienced multiple temperature (overheated) related malfunction alarms during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site state), g2, g3, g6, h2, h11. Corrected fields: d10, e1 (event site name, event site address), h6 (medical device problem code, type of investigation).

Event description:
N/a.